Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are intermittently responsive. The up arrow, down arrow, and ok button contacts were found to be inverted.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the up, down and ok buttons need to be pressed multiple times for a response or need to be pressed with more force. There was no reported patient impact associated with this complaint.